Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Troubleshooting revealed that the customer had taken too much insulin for a meal prior to being hospitalized.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.